Manufacturer narrative:
No further info is available.

Event description:
The customer reported that during a cataract extraction procedure the system froze and was not able to be restarted. The doctor completed the procedure with a second machine. There was a delay of a few mins in switching out the equipment. There was no pt injury.